Manufacturer narrative:
A reagent issue can be excluded as there were no further events and the correct repeat result was obtained using the same reagent. The field service engineer also replaced the cuvettes and performed a cell blank and an instrument check. He verified that the analyzer was working within specifications. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The creatinine reagent lot number was 85313701, with an expiration date of 31-oct-2025. The field service engineer determined there were air/liquid leaks on a rinse unit. Needles were not moving correctly on the rinse units. The cuvette levels were low. The bath lenses were cleaned. The rinse tubing was checked for leaks and was cleaned. Valves were cleaned. Syringe valves were checked and cleaned. Syringe tubing was cleaned. The degasser tank was checked and cleaned. A blank cell calibration was performed and drops were observed coming from a rinse unit nozzle. The nozzle was cleaned and tubing was re-seated. Controls were run and were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant creatinine plus ver.2 assay results for an unspecified number of patient samples tested on a cobas 8000 c 702 module. Doctors did not trust the creatinine results and the affected patient samples were repeated on another system. When repeated on the other system, lower results were received. Discrepancies were more than 50 % different. No specific patient data was provided.